Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During the surgery, it was found that the needle had been detached from the suture after the package was opened. It was not a control release needle. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. It was received for analysis an empty opened foil and a winding former with a partially dispensed needle suture of product code vcp602, lot pbm363. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.